Event description:
Reportedly, during pt use, the compressor stopped working on a ventilated pt. The compressor humidity gauge reading was in the red zone and the pressure value was zero. The filter at the back was continuously leaking air. The pt was manually ventilated while being transferred to an alternative ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(6). Though requested, pt info was not provided.